Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. A segment of the distal end of a guidewire was returned for evaluation. An initial visual observation showed biological residue throughout the returned guidewire segment. A microscopic observation revealed the guidewire segment was bent, kinked, and knotted. The fracture site of the core wire was observed to be tapered with a granular surface texture, which is typical of a tensile failure. The blood residue, fracture features, and overall condition of the returned guidewire segment indicate the guidewire was most-likely broken during use due to excessive tensile (pulling) force. The product instructions for use cautions: ¿do not use excessive force when introducing guidewire¿ and ¿if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of recs1523 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of the guidewire broke off and remained in the patient. It was stated that the wire was retrieved.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recs1523 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip of the guidewire broke off and remained in the patient. It was stated that the wire was retrieved.